Manufacturer narrative:
Correction b5: remove "customer reloaded a new cartridge and received a fill estimate."; add "customer reloaded a new cartridge and received an inaccurate fill estimate." Infusion set: quick set.

Event description:
Customer reloaded a new cartridge and received an inaccurate fill estimate.

Manufacturer narrative:
An additional lot number was reported (lot #m017329 ). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer reloaded a new cartridge and received a fill estimate. Pump to be replaced and customer to use manual injection for insulin therapy. Customers blood glucose level was not impacted.